Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was referred for generator replacement. Within the clinic notes, information was received that the patient experiences pain related to stimulation in their left neck, chest, and shoulder, as well as pain when their lead is palpated. Additionally, the notes mentioned that the patient suffers from left vocal cord paralysis. The clinic notes detail that the patient experienced shingles, not alleged due to the vns, and that the patient believes the shingles "messed up her device" since the reported pain did not occur until after the patient experienced shingles. Within the clinic notes the surgeon informed that the patient's symptoms and the device are not likely associated, but that the device did need to be assess to ensure that it was not causing other symptoms. It was reported in clinic notes that the device was previously checked, and that the impedance was within normal limits and the physician made no changes to the patient's settings. Additional information was received that the physician indicated that the patient's referral for replacement was due to pain. The neurologist's office indicated that the device removal due to pain is for patient comfort reasons. However, no additional information was received in regards to the vocal cord paralysis, and its relationship to the surgery referral and pain. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Date of event: corrected data: initial MDR inadvertently submitted incorrect date of event. (B)(4).